Manufacturer narrative:
Ocd field engineer performed all required adjustments to bring the instrument back to operation. Customer spoke to the pathologist who said this may be patient sample related. (B)(4).

Event description:
Customer stated that during a transfusion reaction work-up, weak reactivity was observed in one microtube, however, the instrument reported it as negative.